Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and replaced the sample probe assembly and tightened the sample syringe to resolve the issue. The fse performed calibration and quality control with passing results. The fse verified the analyzer resumed normal operation. Section a2, a3, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is not provided. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low sodium patient results due to calibration failure on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.